Manufacturer narrative:
(B)(4). Date sent: 1/5/2017. Batch # n55h7h. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide details how the device misfired. Did the device lock out and would not fire? Did the device begin to staple and cut, but then jammed, where the staple line and cut line stopped at approximately the same place? (Partial fire) did the device fire a complete cut line, however there were staples missing from the staple line? (Incomplete staple line) if the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 44 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device misfired. The device had a partially fired cartridge in the jaws. The case was completed using an alternate device. There were no patient consequences reported.